Event description:
Device 2 of 2; reference MFR. Report# 1627487-2019-00804.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2; reference MFR. Report# 1627487-2019-00804. It was reported the patient experienced ineffective stimulation. In turn, surgical intervention is pending to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-00804. Additional information received identified the patient underwent surgical intervention wherein the scs system was explanted.